Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the system and completed a software update to resolve the reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a non-recoverable error 297 occurred at startup during case setup. The customer attempted a power cycle and a hard reboot, but the issue persisted. The customer did not have another da vinci system available and was unsure how the surgeon planned to proceed. There was no report of patient involvement.